Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion". According to the customer: "in accordance with customer: the pump was programmed to infuse ketamine 3:3, with a maximum infusion volume of 18 ml in 1 hour. It was programmed by the nurse at 5 am. Upon arriving on duty and performing the therapy check, the equipment was programmed as 6:3, with a maximum infusion volume of 39 ml. I changed the pump to the initial prescription. At 9 o'clock I went to check the equipment again and again I had the prescription changed. I turned off the pump, and did the whole process again, and then kept the therapy at the correct infusion." As informed by customer: " the equipment was replaced and the patient returned to the use of noradrenaline. Patient recovered." As information received on 07.07.2022: the customer sent the wrong information referring to the patient. There was no hypotension observed. No patient injury nor any other problem was identified."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: the pca volume limit is managed by the user, using a security password. There is no possibility for the value to be changed without a user's action. A user programmed three times 18ml, once 39ml, once 6.12ml and once 7ml, on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022, that is, on the day of the occurrence and on the first day before and after it. Technical complaint not confirmed.